Event description:
A customer reported that during a procedure after the footswitch was triggered the extrusion and vitrectomy probes became un-prime, and both illumination ports had poor illumination. The case was completed with the same system and accessory with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative was not able to replicate the illuminator issues. The illuminator outputs were cleaned as a preventive measure. Additionally, the company representative was able to replicate the reported event of vitrectomy and extrusion probes becoming unprimed. There was no abnormality found during functional tests. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).